Event description:
Two balloons ruptured on the first inflation during an iliac angioplasty of a possibly calcified lesion via a contralateral approach. The first balloon ruptured at 10 atms and the second balloon ruptured at 8 atms. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were possibly used in a calcified lesion which may have contributed to this event. However, without evaluating the devices, co's unable to determine the exact cause for the event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."